Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen (2,000 mcg/ml at 424.8 mcg/day) via an implanted pump for intractable spasticity. It was reported that the patient had their pump replaced due to normal elective replacement indicator (eri) and the patient started having withdrawal symptoms starting last night. It was reported the patient coded and had a high fever and they were having difficulties maintaining their blood pressure. It was reported the catheter patency was checked at the time of pump replacement and they verified drug concentration and programming. It was later reported that the patient died (B)(6) 2024. The caller stated the patient had diagnosis of sepsis, cardiogenic shock, upper gastrointestinal bleeding (ugib), and possible baclofen withdrawal. It was reported that they reviewed all programming was accurate and the patient's new pump was rinsed with lioresal and then filled. Additional information was received from a healthcare provider (hcp) reporting that the events surrounding device replacement could not be ruled out as having potentially causal effect with respect to the patient's passing. The patient's death was experienced in immediate proximity for a pump replacement secondary to expiring battery life. The procedure was uneventful. The patient was discharged to home that day. The patient presented to a different hospital that evening in acute baclofen withdrawal. The patient passed away the following day. It was reported that the hcp had at least one review meeting related to the procedure, but the results of that meeting were not known yet. Per the hcp, it was speculated that the catheter was not primed. Therefore, it was not conclusively determined if the patient died due to baclofen withdrawal or secondary condition. The autopsy has not been completed yet. It was reported that blood cultures were taken and were positive for s.epidermidis and the patient did experience disseminated intravascular coagulation (dic) at the end. The source of the infection was unknown. The hcp reported that they had no additional information at this time.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-sep-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the pump identified no anomalies. Analysis of the catheter identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Correction: information was received on 2025-03-12 from a healthcare provider (hcp) via a manufacturer representative (rep).